Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. After drapes were removed, the lower left extremity (lle) appeared to be mottled and cold to the touch with no dopplerable pulses. An external bypass was completed restoring the flow to the lle. Weaning was successful. The device was explanted and the procedural outcome is the patient survived the surgery.